Manufacturer narrative:
Pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Pump alarmed a64 during self test due to faulty y1 on rfb. Pump received with minor scratched display window, cracked display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a motor error alarm. The customer¿s blood glucose during the incident was 89 mg/dl. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. The insulin pump was returned for analysis.